Event description:
Foley catheter balloon failed to deflate. Cutting tip was not successful. Tried wire insertion through catheter to rupture balloon. Had to cut further up tube to finally deflate. No adverse event to pt.